Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to moisture damage and a damaged usb port. Pictures were taken. Charge test was performed and failed due to contaminated usb port. Boot test was performed and passed. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The log was not downloaded and reviewed due to the unit powering on, but not communicating with global. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.